Event description:
It was reported that the patient fell in 2012 and the patient's daughter wanted to know if the implantable neurostimulator (ins) could have been damaged because the patient has had back pain for three weeks. The patient's daughter also mentioned that the patient may want to have the device electively removed. A request was made to have the patient's system checked. Another one of the patient's daughters later reported that the ins was protruding, but she didn't know when that was first noticed. It was noted that the patient had fallen since she received the ins and she fell on the same side as the device. The patient's daughter didn't know when the fall happened but it had been awhile, and there was discomfort at the ins site. The patient reported that stimulation didn't seem to be helping like it was before the fall, however, the patient's daughter didn't know if the patient had made any adjustments, but she didn't understand that the patient knew how to use the patient programmer (pp). It was also noted that the patient was recently hospitalized for an unrelated issue. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).